Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013 the patient underwent l1-l2 posterior segmental instrumented fusion with bilateral placement of pedicle screws arthro desis l 1-l2 using bone allograft, bone autograft, bmp-2, and revision l1 -l2 decompression and bilateral discectomy.

Event description:
It was reported that the patient underwent an l1-l2 posterior segmental instrumented fusion. Reportedly, rhbmp-2 was used in this surgery. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near where the infuse was implanted. It was reported that the patient now experiences severe injuries and damages including but not limited to chronic pain, radiculitis, emotional distress, and mental anguish.